Event description:
It was reported that the electrogram showed episodes of noise recorded on the device that occurred at the time that lightening struck the patient's house. The episodes clearly looked like electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were seven ventricular non-sustained tachycardia episodes of less than or equal to 200 ms on (B)(4) 2012 in the timeframe between 12:04:10 and 12:09:04. The lead integrity alert triggered, and there was one patient alert for lead failure predictor on (B)(4) 2012 12:07:24.